Manufacturer narrative:
This report details a malfunction of the solar gi device, a malfunction that was not observed during use of the device on a patient. On december 18, 2025 laborie had a meeting with the FDA where in FDA requested complaints for negative pressure be re-evaluated and submitted as an MDR.

Event description:
Issue as reported: the infusion pump suddenly popped up with a prompt indicating high pressure. After clicking restart, the infusion pressure stabilized at 1070mbar and did not drop to the set 1000mbar. We need to send it to the factory for inspection and repair. I see on a screen that it is set at 1000mbar, but the pressure is 452mbar this means the pressure is not reached.